Manufacturer narrative:
(B)(4). According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative comorbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the exact cause of the complete heart block is unknown, however, is likely related to the mechanisms described above. Additionally, the complete heart block maybe related to the patient¿s pre-existing rbbb the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during the transfemoral tavr procedure, following valve deployment the patient developed complete heart block. On pod1 the patient received a permanent pacemaker. The patient had underlying rbbb. She was borderline between a 20mm and 23mm valve sizing, and the team chose a 23mm valve, which was approximately 16% oversize. During deployment, the valve appeared to be in the right position with the base of the center maker appropriately aligned at the base of the cusps. However, as the team started to slowly inflate, the valve shifted ventricular. The ic attempted to adjust, however the valve ended in more of a 50:50 position than the intended 70:30 (aortic:ventricular) position. Following valve deployment the patient went into complete heart block. At the end of the case she was still dependent on the temporary pacer and a screw in pacer lead was placed by electrophysiology. The patient received a permanent pacemaker on pod1.